Manufacturer narrative:
The tech isolated the issue to the caster swivel locks. He replaced the casters to repair the bed.

Event description:
Info received indicates all of the casters continue to swivel when in brake.